Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided. Concomitant products: guide wire: amplatz ; sheath: 8f, 14f, 18f, 21f; heparin. The proglide device was used in a moderately calcified vessel. The instructions for use, states: the safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. (B)(4): indication for use. It was reported that an 8f sheath was used in the procedure. The instructions for use, states: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other two proglide devices are being filed under separate medwatch report numbers.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures were attempted in the moderately calcified right common femoral artery (rcfa) using a prostar xl device. Reportedly, the prostar xl marker extraction and needle deployment worked without any problems. The sutures were recovered and wrapped in wet compresses. The arteriotomy was 8f. The physician tried to reintroduce the wire through the guide wire exit port, but was not possible. The prostar xl device had to be removed. The 8f puncture site was closed with the preplaced prostar xl sutures. A new puncture was made in the rcfa and a second prostar xl device was used with the same result. The prostar xl device had to be removed. The 8f puncture site was closed with the preplaced sutures. A cut down was performed in the rcfa as the physician did not want to risk another issue with the guide wire. The rcfa was surgically closed. A third prostar xl device was used in the moderately calcified left common femoral artery (lcfa). The prostar xl was introduced over a standard 0.035 wire. Marker extraction and needle deployment worked without any problems. The physician tried to reintroduce the wire through the guide wire exit port, but was not possible. A new non-abbott stiff wire was attempted with no success. The physician decided to use the wrong side (backside) to reintroduce the wire through the guide wire exit ports. After this manipulation, the wire was back in the vessel. The sheath was upsized to 14f, 18f then 21f for the aaa procedure. The aaa procedure was completed and the lcfa puncture site was closed with the preplaced sutures.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported event of difficult to insert the guide wire could not be confirmed. During the device analysis, a proxy guide wire was successfully inserted through the sheath of the returned prostar device without difficulty. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that an 8f sheath was used in the procedure. The instructions for use, states: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. Based on the information reviewed, there is no indication of a product deficiency.